Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06347. It was reported that the patient's scs system stopped working some time ago. The patient has not charged her ipg in over eight months. The ipg is no longer communicating with any of the external devices. It was also reported that the scs lead is fractured. The patient has been referred to a neurosurgeon for ipg and lead replacement. Surgical intervention is planned at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.